Event description:
Customer reported that customer was not able to link sensor with meter. Customer reported that dog chewed transmitter, but did not cause much damage only indentations. Customer's blood glucose was 430 mg/dl. Customer declined troubleshooting on insulin pump. Customer was advised that transmitter would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with dog chew marks on case and electronics.